Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 63 (hardware low level failures), and the customer received pump error 4 (the motor arm cannot communicate with the main arm), and the pump clip was broken. The customer reported no adverse event. The event involved product(s) mmt-1884, acc-1601. Troubleshooting was performed, and the customer was able to clear the alarm and able to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per healthcare professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for acc-1601.

Manufacturer narrative:
Pump passed displacement test and self-test. Successfully utilized thump to download history files and trace files. No pump error 63 alerted on mar 03, 2025 or two days prior. No pump error 4 alerted on mar 03, 2025 or two days prior. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case and label damage (stained). Pump error 63 not confirmed. Pump error 4 not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.